Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, memory test failure fault flags) has been confirmed. Upon investigation the monitor was resetting. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was experiencing abnormal shutdowns and had memory test failure fault flags in the downloaded software flag data.